Event description:
While the surgeon was using the bovie pencil to cut and coagulate, the tip sparked significantly. The tip was immediately removed from the field and sequestered. On inspection the tip was noted with a moderate burden of debris. The physician was experiencing some diminished cut and coagulation function just prior to the spark. A new tip was placed on the bovie pencil which then functioned appropriately. The cautery pencil was contained in a medline "total joint pack" with lot number 15db8367. The blade is coated with teflon to prevent tissue from sticking to it but the operating room staff observed that this is not 100% effective. Bioburden ignited the spark which is an unusual occurrence.